Event description:
End user was walking outside when the rivet on one arm broke and the walker swung open. The end user fell and fracture her wrist.

Manufacturer narrative:
The end user descended from a 4 inch high step and when she placed the walker on the ground, a rivet broke and the walker swung open. She fell and suffered a fractured wrist. The wrist was immobilized in a splint. The sample was not returned for eval. A root cause has not been determined. We have no trend for this issue with this product. The lot number provided indicates the device was mfg three years ago. The overall condition of the device is not known. At this time no corrective action is indicated.